Event description:
Nurse reports pump error code 20 lithium battery for pump (serial number (B)(6), maintenance due date: 01/2025). Pharmacy replacing pump. No missed doses. Nurse completed through alternate piv method. Pt experienced no adverse issues. Pump is available for return. All known information is contained on this form. Any additional information will be provided on a separate report. Reported to (B)(6) by health professional.